Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that while using the cord extension for temp sense catheter, the body temperature of the patient was not displayed on the monitor. Per additional information from the ibc via email 26feb2020, it was unknown if the temp sensing catheter or monitor were working correctly after the cable was changed.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging), temperature sensing extension cord. It was noted that there were black spots and signs of possible melting on the male end of the cable. This was out of specification, which states, "no missing, damaged or incorrect components." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿user sterilizes cable.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿do not autoclave or sterilize the monitor cable by ethylene oxide." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the cord extension for temp sense catheter, the body temperature of the patient was not displayed on the monitor. Per additional information from the ibc via email 26feb2020, it was unknown if the temp sensing catheter or monitor were working correctly after the cable was changed.